Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.

Event description:
The provider states a passerby was helping the consumer down stairs when the bolt on the back cane broke. The end user did fall out of the chair subsequently hitting her head and the caregiver fell as well. No medical intervention sought.